Event description:
A clinical study reported that three (3) patients underwent hip revision surgery due to unknown reasons about twenty-one (21) years after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - unknown cementless allofit cup, item# unknown, lot# unknown. G2 ¿ foreign ¿ switzerland. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00305. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: unknown liner; item# unknown, lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00516. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item number and lot number unknown.